Event description:
"Dealer stated welding where the crossbrace attaches to the bottom of the seat broke while a resident was in the chair. Please advise on replacement. Resident was approximately (B)(4)."

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model trsx5, serial number/date code (B)(4) is approximately 2 years old. The owner's manual part number 1110550 rev f (apr-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height are unknown, his weight is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.